Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was getting a shocking sensation when the patient bent or stretched to put something away. It was noted that this started two weeks ago. It was noted that this happened when the device was on and the patient had not turned off the implantable neurostimulator (ins). It was reported that the patient was in an accident two months prior to reporting. Additional information received reported that the patient still had concerns with the device or therapy but had not sought further help. It was noted that the patient did not have health insurance.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3487a-45 lot# v191419, implanted: 2009 (B)(6); product type lead product ID 3487a-45 lot# v191307, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4); implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).